Manufacturer narrative:
Device was not returned for investigation; lot number was not provided. Review of manufacturing records is not possible. Root cause was not determined. It should be noted that this submission is being generated as part of a retrospective review of complaint reports related to caiman devices; since the time of the reported failure and investigation results; instrument has undergone design change.

Event description:
Surgeon completing a tah (open procedure; however, surgeon wanted to try sealing device. Surgeon felt she could use lap device effectively) device was not sealing as surgeon expected; lack of hemostasis after engaging of device; hearing beep and cutting. Blood was still coming through the vessel. Surgeon attempted more than one seal; however, lost confidence in the seal. Surgeon also used suture to close vessel. No patient injury. Surgery was delayed approximately 20 minutes in order to address vessel closure. Device was discarded, not available for investigation.